Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that drawer had failed, and the device was not detected on the bus. The field service engineer (fse) found that the half height drawer had failed, with pockets also experiencing failures. The fse cleaned the contacts on the drawer controller boards in both sub-drawers, secured all connections, checked the retractor bands, and tightened the hard stops. The device was tested in hardware test application and passed successfully. The pharmacy technician was verified to be operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer had failed, and the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.